Event description:
Patient reported a child being diagnosed with "tumors in brain non cancerous" after implantation of the device. Follow-up with the physician specified the event as "primary vascular malformation" and "congenital malformation". No treatment or surgical reoperation was noted. Device remains implanted. This medwatch represents the right side device. See MFR report#9617229-2015-00102 for the left side.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).